Event description:
A periodic review of the manufacturer's programming history database noted a system diagnostic test performed showing high impedance and low output current status. All subsequent diagnostics seen and performed on the same day showed faulted diagnostics. No other programming anomalies were noted. Device history records were reviewed indicating that both the generator and lead passed all quality inspections prior to distribution. No additional relevant information has been received to date.